Manufacturer narrative:
An authorized philips representative was dispatched onsite and the reported issue was confirmed and traced to a faulty therapy pca. The philips representative replaced (1) 453564570771 (xl+ pca therapy exchange ii spk) (2) - 453564570781 (xl+ pca processor exchange ii spk) and (3) 453564580931 (internal cables, ECG connector, therapy connector and battery charging board).

Event description:
It was reported to philips that the device is failing during the therapy test. There was no reported patient involvement.